Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide correction to section d3, section g1, and to provide the completed investigation results. H6: investigation findings - 114 is based upon evaluation of user facility information and no device return; 3221 is based upon no device returned for evaluation. H6 - investigation conclusion - 24 is based upon evaluation of user facility information; 4315 is based upon no device return for evaluation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the device was used for a brachial access and can be confirmed for off-label use. Although the device is indicated to use in the common femoral artery, it was used for a brachial access case. The can be confirmed for user error. The IFU was reviewed and sufficient information was provided to guide the user. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Lot number: requested, not provided. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Explanted date: unknown. Occupation: vascular surgeon. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that a brachial artery access procedure was performed using an angio-seal device and the device deployed outside of the vessel. The angio-seal device was removed due to pseudo aneurysm and the artery was patched successfully. The procedure outcome was successful. The patient was in stable condition. Additional information received on (B)(6) 2021: it was reported that the patient came back the following week to have the pseudo fixed, the angio-seal was removed fully, in tack, and appeared to be on the outside of the artery. The procedure performed was a cutting balloon, percutaneous transluminal angioplasty (pta), drug coated balloon (dcb) of superficial femoral artery (sfa) through brachial access. A 6fr. Sheath size was used. An ultrasound was used pre-deployment. There were no issues with insertion, deployment, or withdrawal of the device. There was no equipment or other devices used with the above product. An ultrasonogram was used to visualize the anchor and the anchor looked to be in place. Bleeding was noticed after the patient moved his/her arm. Hemostasis was achieved by manual pressure. Ultrasound testing was used to diagnose the pseudoaneurysm. There is no direct allegation against the device from the clinician that it caused or contributed to the event. It was reported that this product was used outside of instructions for use.